Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr fiberoptix (fos) iab. Dried blood was noted on the bifurcate. Blood was noted within and on the outside of the bladder membrane. The one-way valve was connected to the inflation lumen. A slight bend on the central lumen was noted approximately 6.0cm from the distal tip of the catheter. The fos connector and cal key were examined. The gray fos connecter was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The fos and cal key were connected to the intra-aortic balloon pump (iabp). The pump displayed a "ll pl" status indicating a potential broken fiber. The fiber was found broken approximately 1.3cm from the distal tip. The iab was submerged in water and leak tested. A leak was found approximately 1.3cm from the distal tip. See other remarks section for device evaluation continuation. Other remarks: under microscopic inspection, two punctures consistent with contact from the broken fiber were found. A lab-inventory 0.025 inch spring wire guide (swg) was front loaded through the luer end of the iab. No resistance was noted; the swg was able to advance. The swg was back loaded through the iab distal tip. No resistance was noted; the swg was able to advance. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed. A puncture consistent with contact from the broken fiber was found near the distal tip of the catheter which likely allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via a sheath into the patient's right femoral artery. There were no reported difficulties or problems during the insertion. The patient was transferred to the intensive care unit (ICU). Ten minutes after arriving in the ICU the pump alarmed. The staff checked the patient and the insertion site and at this time they saw evidence of blood in the driveline tubing. The intra-aortic balloon pump (iabp) therapy was stopped and the iab was removed. A second iab was retrieved and inserted via the patient's left femoral artery via a sheath successfully. It was noted that the md was in the ICU when the pump started alarming and he attended to the patient and situation immediately. Length of time in use prior to the event was less than an hour post insertion. Pump strips are not available. X-rays were performed post insertion and are not available for review. There was a reported delay / interruption in iabp therapy, however no reported harm caused to the patient. There was no reported patient death, injury or complications. At the time of this report the patient was still in the ICU.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via a sheath into the patient's right femoral artery. There were no reported difficulties or problems during the insertion. The patient was transferred to the intensive care unit (ICU). Ten minutes after arriving in the ICU the pump alarmed. The staff checked the patient and the insertion site and at this time they saw evidence of blood in the driveline tubing. The intra-aortic balloon pump (iabp) therapy was stopped and the iab was removed. A second iab was retrieved and inserted via the patient's left femoral artery via a sheath successfully. It was noted that the md was in the ICU when the pump started alarming and he attended to the patient and situation immediately. Length of time in use prior to the event was less than an hour post insertion. Pump strips are not available. X-rays were performed post insertion and are not available for review. There was a reported delay / interruption in iabp therapy, however no reported harm caused to the patient. There was no reported patient death, injury or complications. At the time of this report the patient was still in the ICU.